Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: unknown.

Event description:
Healthcare professional reported ¿hair on the outer shell." Patient contact with the device did not occur. The surgery was completed with a back up. Device was not implanted.